Event description:
I have used a bipap for several years due to trachea-bronchial malacia and severe asthma. I have had repeated problems with the aircurve 10 auto vpap bipap machine that I use. I have had several different machines that have been repeatedly sent back to the company for noise problems. I'm also not sure if I'm receiving the therapy I'm supposed to be receiving or is this just a noise related problem that keeps me up at night. It takes many months to get my machine back (I use a loaner in the meanwhile) and when it does come back, they can never tell me what they found or how they supposedly resolved the problem. And each time it is sent back, there is a new charge another lengthy delay. My concern is, are they truly trying to fix issues or are they just randomly replacing motor components in hopes the issues go away? When I receive a new machine, is it truly new or are they pre-used components that once again lead to problems? The local dme company says they return a lot of machines because of noise and that the company tells them dust is an issue and that they will no longer honor warranties and attempt repair if they find dust. Is there is dust inside the machine that leads to problems then that suggests to me they have a design flaw. And the fact that they can never provide me with detailed repair results concerns me about their quality control processes. These devices are expensive and I rely on them to help keep airways open and to breathe. FDA safety report ID # (B)(4).